Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the display and lights of the unit started to flash and activated on its own. A new device was used to complete the case.